Event description:
It was reported that was having discomfort at the implant area. It was noted that patient wanted a full body magnetic resonance imaging type of ipg. The patient underwent an ipg repositioning and replacement procedure. The patient was doing well post operatively and the explanted device was kept at the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.